Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Vegetation was observed on the tricuspid valve and lead. The complete implantable pulse generator (ipg) pacing system was explanted and replaced with a leadless implantable pulse generator. No further patient complications have been reported as a result of this event.